Event description:
It was reported that a shaft break occurred. The target lesion was located in the peripheral artery. A 3.0x220x150 (4f) sterling balloon was used for a leg angioplasty. Prior to insertion, the device broke. The device was not used during the procedure. The procedure was completed with an alternative device. There were no patient complications as a result of this event.